Event description:
While running a hepatitis b core assay, the sample handler, serial number 1991, did not pipette diluent evenly across all wells on a plate. No error message was given. A co field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to complaint number 97-01799-03.